Event description:
Surgeon used the mcrenolds adapter to remove the accolade stem. He successfully removed the stem but when the tech went to remove the adapter from the inserter a piece of the adapter broke off in the stem.

Manufacturer narrative:
The event regarding the extractor cross threading was confirmed. Visual inspection confirmed the reported event - the threads fractured. A material analysis was not performed, as thread damage/fracture is a known failure. The fracture surface is consistent with an overload condition. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there has been (B)(4) other event for the lot referenced. The event was confirmed but no material or manufacturing defects were observed on the device features examined. Product surveillance will continue to monitor for trends.

Event description:
Surgeon used the mcrenolds adapter to remove the accolade stem. He successfully removed the stem but when the tech went to remove the adapter from the inserter a piece of the adapter broke off in the stem.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.